Event description:
Litigation alleges that patient experienced excessive levels of chromium and cobalt.(B)(6) 2012 - plaintiffs preliminary disclosure form was received along with operative report. The or states that there was corrosion at the trunnion taper junction. Complaint was reopened to add the stem and sleeve.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(6). **update** (B)(4) 2012 - plaintiff's preliminary disclosure form was received along with operative report. The or states that there was corrosion at the trunnion taper junction. Complaint was reopened to add the stem and sleeve. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports corrosion against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.